Manufacturer narrative:
A field service engineer inspected the architect c16000 analyzer, sn (B)(6), and cleaned and replaced parts. The likely causes were determined to be the r2a tubing (aero rgt tbg r2a) , bellows, and peristaltic head tubing. A review of the service history for the architect (B)(4) revealed no additional issues were reported post replacement of these 3 parts. Historical data of the r2a tubing, bellows, and peristaltic head tubing did not identify any trends or systemic issues. The calculated erratic rate for the c16000 were acceptable. Manufacturing documentation was reviewed and contains sufficient information with regards to patient result flagging, limitations of result interpretation, maintenance, component replacement, error codes, and troubleshooting the customer issue. Based on the information within the complaint record no systemic issue or deficiency was identified for the architect c16000 system.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed potassium imprecision on the architect c16000 system. No adverse impact to patient management was reported. The following examples were provided. Sid (B)(6) potassium = 6.9, repeat = 4.8 mmol/l. Sid (B)(6) potassium = 6.5, repeat = 4.0 mmol/l. Sid (B)(6) potassium = 7.6, repeat = 5.2 mmol/l. Reference range for potassium = 3.5 - 5.30 mmol/l.